Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
User facility medwatch report number (B)(4) stated: the trial insert broke when in place during a total knee replacement.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a triathlon trial was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because device was not returned for evaluation and insufficient information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. The reported device has been identified to be within the scope of nc and CAPA. Product surveillance will continue to monitor for trends. Corrective action/preventive action: nc was raised on (B)(6) 2016 due to complaints of crack and fracture reported for the triathlon cr and ps two-shot reusable insert trials. The parts are injection molded by supplier. Sample parts were pulled from fg. Lack of fusion areas were observed between the first and second shots of the two-shot trials. The reported device has been identified as part of the scope of the nc. Not returned to the manufacturer.

Event description:
User facility medwatch report number (B)(4) stated: the trial insert broke when in place during a total knee replacement.